Event description:
Osv ii low profile was tested pre-use and it did not drip properly. There was no pt contact or injury. The device was not implanted. Revised the valve with a medium pressure valve that worked properly. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.